Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were fed into the jaws sideways. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing did this occur on?---no information did anything unexpected happen prior to this incident---no. Was the clip fully advanced into the jaws? ---no. Did the procedure drive the need to apply torque or twisting of the device? ---no what vessel was the device fired on? ---cystic artery please specify the size of the vessel? ---no information. Were any unexpected noises heard? ---no if so, when? Was the device fired after this incident in or out of the patient? ---yes, out of the patient were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? ---yes partially the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one pear shape clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the device, five clips were conforming; the next firing, the tip of the advancer slid toward the tissue stop causing the jaws to remain closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a malformed clip was released. Then, a double feed incident occurred causing two malformed clips; the clips were removed to continue testing the device, the three remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator did not show up. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found in the internal components. A design change was implemented to minimize the occurrence of opening issues. Please note that the conditions found during analysis are unrelated with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.